Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the patients implantable cardioverter defibrillator. The physician made programming changes at the next in-clinic follow-up on (B)(6) 2017. The patient was noted as stable during the follow up.